Event description:
Pt was injected with 1cc into nlf and oral commissures. She had no known allergies. Two weeks later, she had redness, swelling and it was tender and firm lateral to the nlfs. Her doctor injected vitrase medial to the area of injection. She was prescribed a medrol dose pack for 5 days and benadryl. She has had multiple sterile abscesses lateral to nlf and in nlf which have been treated with kenalog injections, oral prednisone and doxycycline. She has sinus pressure and eye socket pain. All cultures for gram stain, afb and anaerobic studies come back without any bacteria or while cells noted.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.